Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The r-wave amplitudes are the same as the t-waves. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.